Event description:
It was reported that during implant, the right atrial (ra) lead helix would not deploy after several attempts. The ra lead helix did successfully deploy with the first attempt to place the lead, however the measured values were not acceptable for that location in the atrium, so the helix was retracted and the lead repositioned but then it was unable to redeploy the helix. The ra lead was removed and the helix was unable to deploy when the lead was outside of the body and on the table. A new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. It was noted that the distal conductor was extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was received with the helix over retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.